Event description:
In (B)(6) 2018, the recipient reportedly experienced a skin flap infection. The recipient presented with swelling and discharge at the implant site. The recipient was administered antibiotics. The symptoms recurred in (B)(6) 2019. On (B)(6) 2019, the recipient's implant extruded. On (B)(6) 2019, the recipient underwent skin flap surgery. In (B)(6) 2019, discharge from the implant site and an extruded electrode was noted. The recipient was administered antibiotics. On (B)(6) 2019, the recipient's device was explanted.

Manufacturer narrative:
The recipient also presented with skin flap necrosis. The external visual inspection revealed the electrode was severed near the electrode ground ring and cut silicone overmold was observed on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.